Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient thought a lead may have come out because they felt no stimulation on that side. It was noted that the patient had already contacted their healthcare provider and had an appointment scheduled for (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.